Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via medwatch report 5101846 that during a stereotactic right craniotomy surgical procedure, the router broke. It was further reported that the broken pieces were recovered. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch report 5101846 that during a stereotactic right craniotomy surgical procedure, the router broke. It was further reported that the broken pieces were recovered. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.